Event description:
Physician discovered an infection at the trial lead site. The leads were explanted. The infection was treated and the pt recovered. The pt was permanently implanted with an advanced bionics spinal cord stimulator system.